Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed at the distributor. The ca board connector j1003bb was not properly connected to the defibrillator board connector j1003aa, causing intermittent functional testing failures. The root cause for the improperly seated connectors was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
During an investigation for an unrelated issue, a potentially reportable malfunction was found. The monitor intermittently failed functional testing.